Event description:
It was reported that the right atrial (ra) lead exhibited high, undefined impedance and undersensing as the p waves were unable to be measured. A fracture was suspected. Also, the right ventricular (rv) lead high, undefined impedance and high thresholds. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.